Manufacturer narrative:
Field service engineer (fse) evaluated a report of continued fluoro and found the footswitch cable was split with wires exposed. The fluoro footswitch also had some corrosion. Fse replaced the footswitch assembly and performed an operational check per service checklist (B)(4). Unit passed checkout procedures and was returned to customer for service. This is not a CAPA.

Event description:
On (B)(6) 2013, customer reports via phone that during an ercp the fluoro continued when the physician removed his foot from the fluoro pedal. Staff hit the emergency stop button. The patient was (B)(6) old male. This event occurred at the end of the procedure and the physician did not reschedule another ercp. No reported injury.